Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube assembly and header bag. The returned sample was subjected to visual analysis. The carrier tube was mated to the sheath and the locking mechanism was set to rear lock position. The tip of the hemostasis sheath was cut observed to be cut and the collagen and tamper tube could be seen. The anchor was not present. The complaint can be confirmed for non-deployment pullout. The exact root cause cannot be determined. The likely root cause is that there was possible calcium that prevented the anchor from posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they had a femoral artery 6f puncture that was prepared to be sealed with a sealing device after stent placement. The nurse opened the product package, the surgeon used the vascular sealing device in the correct way and entered the patient with a sheath tube. The product could not stop the blood, and the whole anchor was withdrawn during the withdrawal, which failed to complete hemostasis. Hemostasis was achieved by manual compression. There was no reported blood loss. Additional information was received on 24aug2023: a pre-deployment angiogram was performed. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Suspected calcium present around the insertion site but unable to confirm. The patient was stable, and the procedure was completed successfully.